Event description:
Customer initially reported that their abbott diabetes care device did not power on . The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection revealed liquid contamination on the universal serial bus (usb) port. The reader had already been de-cased prior to receipt. The liquid contamination within the usb port prevented the customer from charging the device, which resulted in the reader not powering on. The customer did not return the adc cable and adaptor. The reader did not respond to power-on attempts via button press, test strip insertion, or usb cable connection. When connected to a computer, the software was unable to recognize the reader. Further investigation was performed after de-casing the reader. An internal visual inspection of the printed circuit board assembly (pcba) revealed burn marks on component u13. Additional liquid contamination was observed on the pcba of the returned reader. The presence of liquid contamination in the usb port and on the pcba can create short circuit while the cable is plugged to the ac power therefore resulting into the damage or burnt component. Therefore, issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on . The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.